Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at the site events on (B)(6) 2024 after 3 hours of insertion. Infusion set has not been used more than 72 hours. Insertion site was abdomen. Customer regularly rotate site location. Irritation occurred at site area. No further information available.